Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The components were visually inspected, and leak tested; the pump was also functionally tested. No anomalies were found with the pump and cuff. Testing of the balloon revealed that there was a hole from fatigue between the balloon and adapter junction. The balloon did not pass leak testing due to the identified hole. Based on the information available and analysis results, the hole identified in the balloon is the most probable cause of the reported clinical observation of fluid leak. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence and had a leak at the connection of the pressure balloon. The aus was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence and had a leak at the connection of the pressure balloon. The aus was explanted and replaced. There were no patient complications.